Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was able to load a new cartridge and resumed insulin therapy. In addition, the customer had manual insulin injections available as alternate insulin therapy.